Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive. Customer was in the shower, came out, and pump screen was noted to blank. Reportedly, customer's blood glucose (bg) level was impacted (44 mg/dl). Customer was given orange juice by her husband to treat bg level. Contact indicated that syringes would be obtained from health care provider to ensure insulin delivery was not interrupted.